Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient's first shunt does not work anymore, however it has not been explanted since it is too dangerous to remove. According to the report, the patient had a second shunt placed a couple of years later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.